Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay on an unknown number of patients on unknown dates. Confirmatory pcr testing (unknown platform) was conducted and generated negative results. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
D4: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. B3: event dates were not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. H3 other text : single use; device discarded

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay on an unknown number of patients on unknown dates. Confirmatory pcr testing (unknown platform) was conducted and generated negative results. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Event dates were not provided. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use, device discarded.